Event description:
It was reported the patient (B)(6) had all invalid electrodes on their lead. Surgical intervention was undertaken to resolve the issue. The extension was replaced, and resolved the issue. No further complications were reported.

Manufacturer narrative:
Evaluation results: a returned lead body was subjected to a microscopic inspection and it was confirmed the lead body was bent/kinked. It was also noted the internal lead wires are damaged and completely separated at the site of the lead body kink. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.